Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge with povidone-iodine was outside the minicap. This was found prior to use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One (1) photograph was received for evaluation. Visual inspection was performed with naked eye. The photograph identified an opened package with the sponge protruding from the minicap. The sponge shows a brown color, which indicates that the sponge was inserted in the cap and impregnated with povidone-iodine. No povidone iodine spillage was noted. The product does not meet specification. The reported issue was verified. The cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.